Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a4, b5, h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: a2; a3a; a4; d9; h3; h6.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
,E.1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade IV" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. Device has been explanted and replaced with non-allergan brand.